Event description:
It was reported to boston scientific corporation on (B)(6)2009, that an autotome rx sphincterotome was used during a biliary lithotripsy (pt over 18 years old. According to the complainant, during the procedure, the cut wire broke. The physician completed the procedure with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).